Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The numbers on the screen started to ramp. Customer's blood glucose level was 508 mg/dl. They treated their blood glucose level with a manual injection. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
No button error alarm. Unit received with intermittent up button response due to corroded button keypad dome. Unit had minor scratched lcd window, cracked case near display window corners, broken battery tube threads, broken belt clip slot, cracked reservoir tube lip, reservoir tube cracked, missing end cap sticker and cracked lcd window.